Event description:
Treatment of a left cav (cavernous) aneurysm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 and experienced pain and problems with vision approximately ten days later. The patient was brought to the angio suite where it was discovered that the aneurysm had ruptured. Subsequently, the ccf (carotid cavernous fistula) was successfully closed by sacrificing the ica (internal carotid artery).no other injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)